Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, material rupture, pain, seroma, device migration manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a database related research activity (drra). This report indicates re-operations involving mentor implants vs non-mentor implants over a time span of 2014-2020 of two groups. The table does not indicate specific reasons for the number of re-operations or specifics on the two groups included in the charts but a summarized indication list for each group for the occurrence percentage from total primary operations. This complaint captures the reoperation indications for each group. Adverse event(s) reported for mentor implants associated with revisions in 2014-2020 group b for a total of 360 reoperated patients: qty unk (0.0411% occurrence) capsule related qty unk (0.0411% occurrence) rupture related qty unk (0.2467% occurrence) pain-related qty unk (0.0411% occurrence) rotation of device-related qty unk (0.1234% occurrence) seroma related the product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.